Event description:
During evaluation of a returned spectrum iq pump, the device alarmed "close door" message while the door was closed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed "close door" message while the door was closed. The cause was identified to be a link adjustment out of specification. The link adjustment will be adjusted to address this issue. A review of the event history log revealed ' shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.